Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure was not confirmed. Visual inspection showed that the helix length was within specification. Tether button hole diameter was measured and found to be within specification. Electrical testing was performed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to separate from the delivery catheter. A different lp was used to complete the procedure. The patient was in stable condition.